Event description:
It was reported that the right atrial lead could not be fully inserted into the connector of implantable cardioverter defibrillator during implant. The lead was not used.

Manufacturer narrative:
Final analysis found that the connector boot and sealing rings were out of specification.